Event description:
It was reported that the patient experienced coupling and or communication issues. The patient stated that the neurostimulator (ins) moved around in the pocket a lot and she could feel wires over the ins. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3998, lot# v020688, implanted: 2007 (B)(6), explanted: na; extension: model 3708240, serial# (B)(4), implanted: 2007 (B)(6), explanted: na; programmer: model 37742, serial# (B)(4); recharger: model 37752, serial# (B)(4).